Event description:
It was reported that the patient is claiming that his atrial lead dislodged causing diaphragmatic stimulation which caused anoxic brain injury. The lead was repositioned and remains in use, and is reported to be functioning well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.